Event description:
Procedure: lap chole. According to the report: during use, it was noticed that the tip of the outer cylinder was chipped. In addition, the clamp could not be released, so the device was removed. The fallen piece was retrieved and the surgery was finished. There was no bleeding or tissue damage reported, and nothing fell into the pt cavity. The procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4).